Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: the novel active fixation coronary sinus lead: efficacy and safety of transvenous extraction procedure. Europace. 2016;18(2):301-303.

Event description:
A journal article was reviewed which contained information regarding this implantable lead. The article indicated that the patient presented with a fever and pocket infection. Evidence of ¿endocardial vegetation¿ was attached to the lead. During the extraction procedure, the guidewire was inserted into the lead, but was unable to ¿unhook the helix¿ of the lead. Additional tension was applied and the lead was extracted. Of note, when the physician analyzed the lead, it was found that ¿when tension is applied to the lead boy during the extraction, the helix begins to straighten and elongate.¿ there was no fibrotic tissue on the lead. The status of the lead is unknown. The author concluded that the extraction procedure was proven to be ¿a safe and effective procedure at eight months after implantation,¿ for this lead model. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.